Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). No product sample was received. Therefore, visual and functional testing could not be performed. The reported issue could not be confirmed, as no product sample was received, for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during preparation the user did not remove air from blood bag prior before connection. The reporter stated that additional items (wipes) were placed in the pressure chambers to increase pressure applied. Reporter stated when pressure was applied the IV spike came out of the bag and blood spilled. No adverse effects to patient or users.